Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented into the ER with breathing difficulty. Upon interrogation, the right ventricular lead exhibited no capture. Lead micro-dislodgement was confirmed. The lead was repositioned. The patient did not have any complications from the surgery and was recovering well.